Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) to report that there was an error m-10 on the erbe generator due to a broken monopolar pedal. The tse checked the logs and confirmed several occurrences of error m-10. The tse asked the caller to confirm if the surgeon console pedal or the external pedal was damaged. The caller indicated that there was no energy on the surgeon console pedal, but the broken pedal was the single blue monopolar pedal from the vision tower. The caller mentioned that a colleague noticed the spring of the blue single pedal was broken. The tse guided the user to unplug the external pedals from the erbe generator and dispatched an intuitive surgical (is) field service engineer (fse) to replace the foot pedal monopolar. The procedure was completed with no report of patient harm, adverse outcome or injury. No fragment fell into the patient. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the single bipolar foot pedal. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause of the error is attributed to a faulty component of the erbe generator.